Manufacturer narrative:
As reported, the day after implant of the bard/davol pre-shaped mesh, the patient had itching, was treated with anti-allergic medication and the symptoms resolved. Based on the information provided, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december, 2019. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As per (B)(6): on (B)(6) 2021, the patient underwent a tension-free repair of unilateral indirect inguinal hernia under epidural anesthesia and was implanted with a bard/davol pre-shaped mesh with keyhole. On (B)(6) 2021 the patient felt itching and discomfort at the wound site. When checked, the wound was free of redness, and swelling. Subcutaneous fluid, regardless of wound infection, patient was given anti-allergic symptomatic treatment with drugs, the later symptoms were alleviated, and the symptoms subsided after three days, no pruritus recurred, the wound healed well, and the patient was discharged from the hospital.